Manufacturer narrative:
Patient's age, gender and weight not provided so estimations were used in this report. A review of post market surveillance data relating to this reported issue was conducted and no trends were observed. Photos of the reported breakage were provided to hollister. Hollister was unable to determine a root cause of the reported breakage. A CAPA is open to address this issue.

Event description:
It was reported that the nurse noticed that the anchor fast endotracheal holder latch door was partially broken on the second day of use and the et tube appeared to be at a different depth. The anchor fast device was switched out for a new one. There was no extubation or loss of airway.